Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the surgeon fired the device and only part of the staples on the right side of the cartridge were deployed. The drivers did not come up to push out the staples. Sutures were used to close the area. The device was reloaded and they continued to use the device without any further issues. In the procedure they were also using an ace36e device. The device was activated and they burnt through the tissue pad. The tissue pad fell off of the device and fell into the patient, but was retrieved. Another ace36e was pulled and they continued with the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st or 2nd. During which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The analysis results showed that one cartridge was returned with the cartridge deck, the one piece sled and drivers damaged. Additionally, the reload was received fully fired. Damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.